Event description:
Pump unexpectedly displayed reset screen. There was no adverse impact to customer's blood glucose level. Technical support explained reset was a safety feature, and customer successfully resumed insulin therapy after being informed of necessary pump actions.